Event description:
According to the available information, the connection tubing on the cylinder was broken and the ipp lost all of the liquid. The reservoir was replaced. No other patient adverse events were reported.

Manufacturer narrative:
Reservoir and detached connector / inlet tubing were received for evaluation. No functional abnormalities were noted with the reservoir. No functional abnormalities were noted with the piece of detached inlet tubing or the connector. The information received indicated the device had lost its fluid due to damage with the cylinder and connection tubing, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information, the connection tubing on the cylinder was broken and the ipp lost all of the liquid. The reservoir was replaced. No other patient adverse events were reported.